Event description:
It was reported that during a low anterior resection procedure, while doing the anastomosis with the device, it showed the problem. The crunch sound confirming that the stapler is fired was not heard. Moreover, on checking the doughnuts were not full. Also some staple pins were coming out from anastomosis site. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Only firing trigger was pressed. No crunch sound was heard. What was the shape of the staples (b-formation, irregular, legs straight)? B-shaped. Were there any staples missing from the staple line? Yes. Staples line was missing at some place. How was the procedure completed? Surgeon had to hand sew on it.